Event description:
Event description boston scientific received information that seven months following implant, the caller is questioning whether there is a loss of capture in the ventricle. The patient has a single chamber device. The caller faxed in the transtelephonic monitoring (ttm) strips for review and wondered if a particular missed beat in one sequence of several strips was a loss of capture. The caller also noticed that some of the morphologies on the ventricular pace looked different from presenting. The patient is not symptomatic.